Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, patient age and activity level, patient medical history and a detailed patient outcome following the revision has been requested, however, it has been confirmed that this information is not available. The explanted devices were discarded following the revision surgery and thus are not available to return to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and will be reviewed. Post primary and pre revision x-rays have been provided and will be reviewed at corin, information will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, head and liner after approximately 2 months as a result of the cup becoming dislodged from the acetabulum. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Event description:
Trinity revision of the cup, head and liner after approximately 2 months as a result of the cup becoming dislodged from the acetabulum. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -(B)(4) final report additional information, including operative notes, patient age and activity level, patient medical history and a detailed patient outcome following the revision has been requested, however, it has been confirmed that this information is not available. The explanted devices were discarded by the hospital following the revision surgery and thus they are not available to return to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information which has been provided for this case, corin have been unable to determine the root cause of the event. Post primary and post revision x-rays were provided which show that screws were not used for fixation of the cup during primary surgery, but two screws were used during the revision. It was also reported that a larger shell was implanted during the revision surgery. It is therefore likely that poor fixation of the cup during primary surgery may have led to the reported event and thus corin now consider this case closed. Should any new information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.